Manufacturer narrative:
Correction: (model #, catalog #), (first name and last name, street) . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic radical sigmoidectomy, the stapler did not fire while being applied on sigmoid colon. The surgeon was able to press the green button but unable to squeeze the handle. There was no injury caused to the patient and no medical intervention was required.